Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found two new alarms, indicating primary motor did not engage for five seconds after continuous open or short detected and secondary motor voltage too high, respectively. As there was no evidence of primary motor malfunction or secondary motor engagement, these were likely produced during data file extraction. Visual inspection of internal and external components found no abnormalities. Freedom driver passed all functional testing for acceptance at incoming inspection. A valsalva maneuver test was performed on the driver until the tank was visibly disturbed. Driver alarmed and recovered shortly after the levels returned to normal. A hypertension test was performed with no alarms produced. Both tests were performed simultaneously resulting in an alarm that recovered shortly after, as intended. All repetitions of these tests resulted in the same outcomes. Failure investigation for this complaint could not confirm the reported issue. The customer complaint could not be replicated during testing; the root cause of the reported continuous fault alarm after patient became hypertensive and had a coughing episode was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. Alarms produced during investigation was likely due to extraction of the alarm data and alarms reported in the complaint were temporary and are a result of the driver functioning as intended. No evidence of a device malfunction was found. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per hospital staff, the bedside rn called on call mcs coordinator to report continuous fault alarm that occurred after coughing and hypertensive episode. Bedside rn changed to backup freedom driver without difficulty and new zip ties were placed. No adverse impact to patient reported.

Event description:
Per hospital staff, the bedside rn called on call mcs coordinator to report continuous fault alarm that occurred after coughing and hypertensive episode. Bedside rn changed to backup freedom driver without difficulty and new zip ties were placed. No adverse impact to patient reported.